Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 427 mg/dl); cause was not known. Customer had stomach pains due to elevated bg. Contact assisted the customer with changing the pump supplies to ensure it was performed correctly. Correction bolus and insulin injections were administered. As elevated bg did not resolve, customer went to the emergency room on (B)(6) 2018 and was admitted to the hospital. Insulin injections were administered. At the time of the report, customer had not been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.